Event description:
Tsr stated that maintenance at the facility alleged that when the bed was plugged in an arc was noticed at the outlet. He stated that maintenance alleged that this will happen regardless of the outlet that the bed is plugged into. Tsr stated that there were no injuries and a patient was not in the bed. He stated that the bed was being used on a med surg floor. I asked him to verify if a power resistor is installed in this bed, and what the status of the 5 amp fuses are.

Manufacturer narrative:
At the time of reporting this complaint, there is no clear resolution on what is causing the bed to arc when plugged.